Event description:
It was reported that 8mm monopolar curved scissors (mcs) instrument had a torn wire. The procedure was completed with no reported injury.

Manufacturer narrative:
The 8mm monopolar curved scissors (mcs) instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.